Event description:
"No additional information regarding the patient and/or event has been received since the previous medwatch report was sent".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: it was reported that the filter would not collapse, but since it also was reported that the hook was bent due to attempts of removing the filter, it is assumed that the straightened filter hook caused the unsuccessful retrieval attempt; if the hook was not able to capture and hold on to the filter, the sheath could not be advanced to collapse the filter legs. However, this is only speculation, since no imaging was provided. The exact reason for the difficulties encountered when attempting to retrieve the filter cannot be determined, but it is noted that the reported wanted to rescind the complaint. The retrieval device is unknown, but the celect-pt filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The legs of the filter would not collapse, and the hook was possibly bent. This led the physician to believe there is a possible issue with the filter itself. The attempts to retrieve failed and the patient was being transferred to another facility to try and retrieve. Additional information received on 22jan2019. The hook was originally without damage. The hook bending happened due to the attempts of removing the filter. The attempts to retrieve failed and the patient was being transferred to another facility to try and retrieve.